Event description:
It was reported during a diagnostic catheterization procedure, the user noticed blood around the sheath. While wiping the blood away with gauze, the hub of the ultimum introducer pulled away from the sheath body. An interventional radiologist used an artery forceps to retrieve the sheath body; there were no consequences to the pt.